Event description:
It was reported that during central processing, a wire in the maryland bipolar forceps broke after the first cleaning. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint that a cable (rope hoist) was torn. The instrument was found to have a broken or dislodged conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object.